Event description:
4/17/01 a hosp was contracted by automatic liquid packaging and rptr directed the call to another person, who filed the MDR for the hosp. The other person relayed that the original product in question had been discarded, and no lot number had been taken from the product, which is required by automatic liquid packaging to complete any investigative requirements.